Manufacturer narrative:
Eval; method: the device was disposed per the hospital's standard operating procedure and is not available for eval. The physician reported, the event was caused by user error and not because of device malfunction.

Event description:
During a transoral incisionless fundoplication (tif) procedure, the physician reported a 2 cm esophageal tear. The tear occurred because, the operator forgot to lock the helical retractor cable during the introduction of the device. The procedure was aborted and the bleeding was stopped by placing 3 clips along the tear. The pt was discharged on (B)(6) 2011 without sequelae.